Event description:
The mother reported via phone call that the customer was experiencing high and low blood glucose. The mother stated, the customer's blood glucose was 14 mmol/l the day prior. It was also found the customer's blood glucose declined to 2.8 mmol/l. The mother stated, the customer was able to raise their blood glucose to 7 mmol/l. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.